Manufacturer narrative:
No patient information available. A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.